Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was frozen on a blue screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was frozen on blue screen. A technical support specialist followed knowledge article (how to manually install rss agents & rss component manager) and transferred the installer. Selected ¿modify¿ and proceeded with the application. The device was incorrectly set as cii safe es, though it belongs to anesthesia es. The device was rebooted, and after waiting 20 seconds, the application launched back to normal. Status synchronization was confirmed. Multiple emails were sent to the customer for testing, monitoring, and providing attachments. Remote checks confirmed the device was functioning properly, with data synchronization was current. Final monitoring confirmed the device remained in good condition, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.